Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device returned without the burr loaded on it; therefore, no sign of jamming could be found. The body of the guidewire was kinked. The kinks on the body were measured from proximal to distal and kinks were found at 70.3 in and 79.5 in. Microscopic inspection revealed that the spring tip was observed bent and unraveled.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the rotaburr became stuck with the rotawire and could not be released. The devices were removed together as a single unit and replaced to complete the procedure. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the rotaburr became stuck with the rotawire and could not be released. The devices were removed together as a single unit and replaced to complete the procedure. There were no patient complications, and the patient was stable post procedure.